Event description:
Customer called to report that the insulin pump alarmed battery out limit and failed battery test. Customer was unable to rewind the insulin pump. Customer's blood glucose reading was 230 mg/dl. Customer declined to troubleshoot. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no battery alarms noted. No low reservoir alarm was noted. No rewind anomaly was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.